Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (component codes, type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
Added information to section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), h6 (device code(s)). Updated info in section g1. Contact office (and manufacturing site for devices) or compounding outsourcing facility. Citation: mehdiani a, chekhoeva a, klein k, lichtenberg a. The first report of transcatheter aortic valve-in-valve implantation within the expandable inspiris resilia bioprosthetic valve. Eur j cardiothorac surg. 2022 jul 11 62(2) ezac394. Doi10.1093/ejcts/ezac394. Pmid 35876800..

Event description:
Through the review of the medical article the first report of transcatheter aortic valve in valve implantation within the expandable inspiris resilia bioprosthetic valve the following event was identified as pertaining to edwards inspiris resilia valve. Edwards received notification that this patient with an inspiris resilia valve model 11500a25 implanted in the aortic position via partial sternotomy underwent a valve-in-valve procedure after one (1) year of implant due to degeneration leading to stenosis grade iii (dpmax 84 mmhg, dpmean 51 mmhg) observed on tee (opening area 0,9cm2), left ventricle ejection fraction of 55% and regurgitation grade I. Transesophageal echocardiography (tee) revealed no evidence of thrombosis or vegetation on the prosthesis. Cardiac catheterization showed peak to peak gradient at the aortic valve of 48mmhg. As per medical opinion, the most likely cause was the renal insufficiency with a known need for dialysis and the intake of calcium-phosphate medication. The patient presented with angina pectoris, dyspnea and chest pain before the procedure. Prior to viv-tavr a mean gradient of 48mm hg. A 29mm transcatheter valve was successfully implanted within the edwards valve. The patient was discharged after one week.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with an inspiris resilia valve model 11500a25 implanted in the aortic position via partial sternotomy underwent a valve-in-valve procedure after 1 year of implant due to degeneration leading to stenosis grade iii (dpmax 84 mmhg, dpmean 51 mmhg) observed on tee (opening area 0,9cm2) and regurgitation grade I. The patient presented with angina pectoris and dyspnea before the procedure. A 29mm sapien 3 valve was successfully implanted via transfemoral approach within the edwards valve. The patient's outcome was noted as in good condition.